Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. All of the keypad buttons reportedly were under-responsive. There was reportedly moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: there was no damage found to the keypad rubber; all buttons were responsive during investigation. The keypad cover was removed; no contamination or damage was found to the key contacts. Moisture corrosion was found on the display screen inside the pump. The battery compartment was observed to be cracked below the grip pad. A leak test failed due a battery compartment leak. The pump¿s cover was removed; moisture corrosion was found to the continued glucose monitoring module, the keypad circuit and to the eeprom. The display also had a lavender contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.